Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Engineering observed black tube insulation damaged at the distal end. The insulation is gouged on one side and had a .060" x .020" piece missing roughly .250" above the snake wrist. The insulation also exhibits various scratch marks in the same general distal end area. Additional observation not reported by site is a bent main tube. The main tube is bend roughly 5" below the distal tip. The tube does not move properly due to bending. The instrument can still be installed through the cannula, but there is higher friction than usual. Evidence was not conclusive, but damage is likely due to mishandling/misuse. There were 12 uses left. No other damage found. On (B)(6) 2012, the reporter of the complaint stated that no fragments fell into the patient and no patient harm occurred. The damage to the instrument was noticed during cleaning. No further information was available relating to this instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. Conclusions: the cleaning and sterilization user manual specifically states: "when scrubbing the tip of cautery instruments, take care not to damage the insulation."

Event description:
It was reported that during central processing, the insulation of the monopolar cautery instrument was observed to be "peeling on the black shaft." No patient harm, adverse outcome or injury was reported.